Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device has been serviced within the last 12 months. Evaluation had serviced the device for the same allegation. Evaluation had determined the cause to be that the ultrasonic sensor readings were out of the calibrated specification. The ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. The device was found out of specification in relation to the customer reported upstream occlusion which was not reproduced. A review of the event history log identified upstream occlusion messages. The reported condition was verified. The cause was determined to be the ultrasonic sensor which failed the attempted calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.